Manufacturer narrative:
(B)(4). Batch # 425a26. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. After further evaluation, a bulkhead contact was noted to be missing making the instrument non-functional. No functional test was performed due the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The missing bulkhead contact from the pcb, is potentially related to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The device was sent to (B)(6) for additional evaluation. The primary analysis was performed in (B)(6). Secondary analysis in (B)(6) confirmed that the bulkhead contact was noted to be missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic colectomy, the device was locked out at the 1st firing. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.